Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl with possible diabetic ketoacidosis (dka). Cause was not known. The customer required assistance from emergency medical services. A manual injection was delivered to address high bg. Customer declined further troubleshooting from tandem technical support.